Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a burn mark/rash on his back under the lifevest. The area was described as red and blistery. In addition, the blisters were reportedly leaking. The patient was prescribed a tablet and later a cream by his doctor. Follow-up indicated that the condition was the same. The patient would reportedly stop wearing the device soon and declined further assistance.